Manufacturer narrative:
Tracking# 48496. D6: device returned with no lot identification. Proximate reloadable linear cutter with safety lockout: based on the info received & the visual & functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that all the drivers on all four of the returned cartridges, were in the up position indicating that the cartridges had been fired through a complete firing stroke. Additionally, it was noted that the proximal three drivers were up higher than the other drivers on the two cartridges that were loaded on the instruments. Due to the condition of these drivers, it appears possible that an attempt may have been made to fire spent cartridges on both instruments. It should be noted that the cartridges are designed to lock out when the staples have been fired. It should also be noted that all of the cartridge are 100% inspected through an automated vision system to ensure all the staples are present prior to shipment. Both of the instruments were fired with reload cartridges & both fired & formed all the staples as designed with no difficulties noted.

Event description:
It was reported the tct55 was used during an unknown procedure. It was reported by the affiliate the staples were not released. There was no consequence to the patient.